Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Pump passed self test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display and low battery alert noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump turned off without notice 2-3 times and the customer's blood glucose was not known. The product will be returned for analysis.